Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (concentration changed from 10mg/ml to 20mg/ml at 6mg/day) and morphine (concentration changed from 30mg/ml to 50mg/ml at 15.494mg/day) via implanted pump. Indication for use was noted as spinal pain. It was reported that the patient had refilled about 2 weeks prior to the day of report (2015 (B)(6)) with the same drug but higher concentration. A bridge bolus was programmed, with same simple continuous dose and the personal therapy manager (ptm) parameters were reset. The patient was sent home. When the patient gave themselves a bolus 2 times over the following 2 days, they became very sleeping. There was a sudden change in therapy/symptoms. The patient did not contact their physician. The patient waited to give themselves a bolus and then realized it was the medicine in the pump that was making them sleepy. On 2015 (B)(6), the patient felt like they received too much medication from the ptm boluses. On 2015 (B)(6), the patient thought the same thing occurred again with too much medication from the ptm bolus. An alarm was heard on 2015 (B)(6). The patient went into the physician' clinic on 2015 (B)(6). The physician interrogated the pump and found "stopped pump." It read about 13ml in reservoir, which the physician calculated to be accurate, the physician aspirated the correct amount and put the drug back in the pump and programmed the pump. There were no diagnostics performed. The physician looked back at printout from the refill date and saw everything had been entered correctly and the pump was updated. The physician did not read the logs. No interventions were done. Additional information came in on 2015 (B)(6), stating that the pump was never updated after the refill and drug concentration change on 2015 (B)(6) (originally the refill date was reported as 2015 (B)(6)). A critical alarm was occurring and confirmed by telemetry. It was a low reservoir alarm/empty reservoir. The patient heard the low reservoir alarm on 2015 (B)(6) and the empty reservoir alarm on 2015 (B)(6). The low reservoir alarm was not expected. The manufacture representative confirmed in the pump reports that the patient received 2 boluses on 2015 (B)(6) and then not another bolus until 2015 (B)(6) which was a normal bolus with no issues. The physician interrogated the pump and it was still showing the old concentration. It was reported that the physician did not believe that the pump was never updated on 2015 (B)(6). The physician did not understand what occurred. It was noted that the physician's office only had a "print report" and not a pump after update session report. The manufacturer representative checked all of the clinician programmer and could not find any other report. After the manufacturer representative spoke with the physician, he had calculated that the patient actually had not received their bridge bolus and that is why the patient became sleepy x2, when the patient gave themselves a bolus with the ptm. It was noted that there was no sequela for the patient and the patient was doing fine. The patient was fine as of 2015 (B)(6) and everything was taken care of.